Event description:
It was reported that an infusion was programmed using interoperability. After the infusion was started, the device displayed system error with a message "operating channels will continue as programmed. Replace programming module with an operation unit as soon as possible. Settings un-restorable. Record before pressing system on (red arrow) to power down. Code: 255-16-275". As a result, the infusion had to be interrupted and the nurse had to reprogram on another device. Additionally, green deposits were noted on the iui connectors of the pump modules. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. The customer report of a system error was confirmed through a review of the customer supplied pcu logs and supplied photo. Although requested, the customer did not return the device. ¿ the review of the pcu error log identified a system error code 800.8000.0 (general os failure) that was recorded on (B)(6) 2021 at 11:26 am. ¿ the review of the pcu event log identified the initiation of the system failure at 10:38 am when prior to the start of the infusion the pump module alarmed for ¿flow stop open¿, and the infusion was started in rapid succession (~ 1 second). ¿ the system failure triggered when channel b was selected at 11:26 am and a ¿basic¿ infusion with a delay was programmed and confirmed. The malfunction occurred at 11:26 am and was recorded in the pump module error log. The root cause of the customer report of system error was identified and found to be the result of a software anomaly. The software anomaly was initiated when the user addressed a pump alarm (flow stop open/safety clamp open) and started the infusion in rapid succession. The system failure (800.8000.0) occurred due to the state change that occurred when the user selected the infusing pump and a ¿basic¿ infusion with a delay was programmed and confirmed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that an infusion was programmed using interoperability. After the infusion was started, the device displayed system error with a message "operating channels will continue as programmed. Replace programming module with an operation unit as soon as possible. Settings un-restorable. Record before pressing system on (red arrow) to power down. Code: 255-16-275". As a result, the infusion had to be interrupted and the nurse had to reprogram on another device. Additionally, green deposits were noted on the iui connectors of the pump modules. There was patient involvement but no harm.